Event description:
Same case as: 2134265-2013-06467, 2134265-2013-06468, 2134265-2013-06470. It was reported that post a stenting procedure, jailing and clotting were noted. Patient presented with two wallstents in vein from a previous recent procedure completed at another unspecified location. The patient had reclotted and it looked like the stents weren¿t joined very well at the iliac bifurcation (i.e. Kissing stents that didn¿t stack up against each other, rather one may have obstructed the other). In july the physician tried to correct this by deploying a non-bsc stent inside one of the wallstents to extend the length of treated vessel up to the level of the other wallstent. The stent looked okay after the case. However, the patient presented again a few weeks later and the non-bsc stent was crushed and fractured. The decision was made to put in 2 more wallstents to try to have a proper kissing part to ensure patency. The patient had clot from knee up to iliac vein and the physician used a non-bsc device to remove clot. Two wallstent endoprosthesis, 18x40/10fr 100cm and 18x60/10 fr 100 cm were placed in either side. The physician achieved excellent bilateral kissing stent placement and good angiographic result. There was still clot distally which was dripped overnight with tpa. The patient returned again 2 weeks later with additional clotting ¿ attempts were made to declot and the patient re-clotted again. No further complications were reported however the patient does have a history of clotting issues.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).